Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including 30 sec self-tests, circuit impedance testing, environmental testing and shock testing without duplicating the report. The main board was replaced as a precaution. The customer declined the recommended repair of the device and the device was scrapped after the investigation. The pads used during the event were not retunred for evaluation. Analysis of reports of this type has not identified an increase in trend.